Event description:
It was reported during in clinic follow up that the atrial lead and ventricular lead exhibited oversensing of noise. The right ventricular lead also showed low pacing impedance. This resulted in inappropriate mode switch. The atrial lead was reprogrammed, but no further interventions were performed. The patient was asymptomatic and in stable condition before, during and after this event.

Manufacturer narrative:
Correction: h6 updated to reflect pacing problem as noted in b5